Event description:
The patient wore the pod on the leg for longer than 48 hours and experienced pain and irritation at the insertion site during wear. Upon pod removal, the patient observed localized redness and a firm lump at the site. The pod was peeled off, and treatment was successfully resumed with activation of a new pod, as the removed pod was low on insulin. On (B)(6) 2026, the patient sought medical attention during a visit for an unrelated condition and reported the pod site symptoms, including a hot, hard lump. The patient was diagnosed with an infection and treated with topical antibiotics. Due to lack of improvement, a second antibiotic was prescribed by the primary care provider. The patient later required evaluation by a general surgeon, who performed a clean-out/debridement of the pod site. The patient subsequently required daily wound packing and reported that the site was improving and healing. No hospitalization occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.